Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the pump was no longer drawing insulin after the reservoir became stuck in its compartment. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to broken motor slide tip. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found no evidence of moisture damage on the electronic assembly. Motor slide tip was found broken and missing. Confirmed pump alarmed insulin flow blocked alarm on 08/11/2025 at 11:46:33.000 in pump downloaded history. In addition, pump error 53 was also noted on 07/27/2025 at 21:39:15.000. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails, cracked case, cracked keypad overlay, scratched case, battery tube threads - cracked, cracked/broken motor slide tip and cracked retainer. Unable to confirm delivery anomaly due to broken motor slide tip. Pump error 53 was noted in adapt history files due to pump generated motor motion error. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.